Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Further information was requested but not received.

Event description:
It was reported that the pacemaker was opened and not used during an implant procedure due to product or packaging damage. The patient condition was not known.